Manufacturer narrative:
(B)(4). The analysis results found that the device was received partially opened. Further evaluation found that the tip of the advancer was protruding. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the device was empty and the feeder shoe tab was noted bent; which denotes that the lockout was fired through. A possible cause of the found condition of the advancer is once the device was fired through lockout, the feeder shoe tang overrides the feed bar pocket and the feeder shoe tang got damaged pushing the advancer forward. Please note the device contains a last clip feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. Although no conclusion could be reached as to what may have caused the reported incident, it is known from the history of the device that incorrect/excessive application of torque to the jaws may result in clip malformation. The application of torque creates a temporary misalignment of the tips which is known to produce a scissored clip. No incident related to the reported event was observed during the batch record review. Ees field quality engineer reviewed the two photos received and provided the following summary: based on the photographs and the analysis results it is my opinion the user fired through the lockout resulting in the device jaws to jam and not return to the full open position. As noted sometimes there is an extra clip within the device that gets ejected while firing through the lockout. Hence the malformed third clip.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, there were three clips that were malformed and would not feed. They completed the procedure with a new like device. There was no patient consequence reported.